Event description:
Dr doing posterior decompression l4-5 and stated the kerrison rongeurs stuck which lead to the dura bleeding. Duraglue, cryo ordered and thrombus spray used to control the bleeding.